Manufacturer narrative:
(Device evaluation): the product was not returned to boston scientific; therefore, no device analysis could be performed. The investigation concluded that visual inspection steps were not correctly followed, potentially resulting in the non-detection of foreign material. This condition has been assessed as a manufacturing-related deficiency. The review of the device history record (DHR) identified that there were no process-related nonconformances, scrap, or rework performed during production that could explain the event. These reviews ensure each device meets specifications prior to release for use. There is no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of foreign material present in the device is defined within the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit profile. Review of labeling determined that the complaint scenario is addressed in the product manual. There was no indication that the product was used outside of labeling instructions. Therefore, labeling (including translation, wording, or graphics) is unlikely to have contributed to the reported complaint and does not require further review. The investigation conclusion code selected was manufacturing deficiency.

Event description:
It was reported that there was a hair in the middle sterile package of the lead. The product was implanted and remains in service and no adverse patient effects were reported.